Event description:
There was an allegation of questionable total protein gen.2 and glucose hk gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The initial total protein result was 3.58 g/dl, and the repeated result was 7.9 g/dl. The initial glucose result was 28.6 mg/dl, and the repeated result was 105 mg/dl.

Manufacturer narrative:
The glucose reagent lot number is 83647201 with an expiration date of 31-jan-2026. The total protein reagent lot number is 83881901 with an expiration date of 31-jan-2026. A general reagent issue was excluded. The field service representative found that the sample probe was slightly clogged. He cleaned the sample fluidic path, performed checks, and confirmed the module was performing within specifications. The investigation determined the service actions resolved the issue.